Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a needle retraction issue occurred. The sensor was inserted into the upper buttocks on (B)(6) 2018. No product was provided for evaluation. The complaint confirmation and probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and found that the applicator had excess friction, causing the drive wheel to not finish deployment as designed. The reported event of a needle retraction issue was confirmed. The probable cause determined to be excess friction. No additional event or patient information is available.